Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0874 inches. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump and carelink software, successfully generated carelink reports. Pump alarmed 264 bolus deliveries on the event date of (B)(6) 2024 at 00:06:02.000 to 23:54:57.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, stained keypad overlay, and pillowing keypad overlay. Possible under delivery anomaly, and audio/vibrate anomaly/absence of alarm were not confirmed during testing. Unable to verify customer's complaint for high bg's. Moisture damage was confirmed found isolated on the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an issue with the insulin pump. The customer reported that the insulin pump stopped delivering insulin. The customer changed the infusion set and tubing multiple times and the pump didn't show any alert or alarm. Possible under delivery anomaly, audio/vibrate anomaly/absence of alarm. The customer experienced high blood glucose. The customer reported hyperglycemia treated with a manual injection/insulin pen. The customer reported the following led up to the event: the customer noticed that the pump stopped delivering insulin. The event involved product(s) mmt-332a, mmt-242a, mmt-1884. Troubleshooting was performed for the reported event. The customer used the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. The customer declined to continue with troubleshooting. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-242a. A product return for mmt-1884 was requested and the customer response was the device will be returned.